Event description:
The customer reported the sys is not displaying an image on the monitor. No pt injury was reported.

Manufacturer narrative:
The service rep checked the system. The rep found that the sys had a faulty remote contrast and brightness board. He configured the sys to display a live image, but not the annotation monitor. The rep ordered new parts to install.